Event description:
It was reported that while using bd bactec mgit 960 instrument, an unspecified number of false positives occurred as a result of contamination. After confirmatory testing, the baar test did not detect contamination, and the tubes were not cloudy. No erroneous results were reported to the service provider and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary catalog # 445870, s/n (B)(6): the customer reported false positives. Through phone support with the customer, it was noted that the client would be waiting for results after the calibrators are replaced and the determination of whether a tube is positive or contaminated is determined by the customer. This call was classified with activity code "workflow assistance" and the case was closed. There was no instrument malfunction reported and therefore this complaint is not confirmed. The root cause could not be determined. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec mgit 960 instruments, an unspecified number of false positives occurred as a result of contamination. After confirmatory testing, the baar test did not detect contamination, and the tubes were not cloudy. No erroneous results were reported to the service provider and no adverse impact was reported regarding the patient or user.